Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was notified about an event with involvement of maxi move lift, which occurred in (B)(6) (exact date of event not available), but it was not reported to arjo at this time. The resident was transferred from shower chair to bed, post hygiene care in bathroom. The lift was not elevated high enough to clear the receiving surface (the bed). One of the sling clips came loose when the caregivers were dragging along the bed surface at the beginning of the transfer attempt. The resident fell from sling to the ground. According to the received information she sustained a laceration that required staples. The resident has since fully recovered with no long term issues.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On (B)(6) 2018 arjo was notified about an complaint involving maxi move and toilet sling, when arjo representative visited the customer facility to discuss a proper sling assessment. No more information was available for that time. On (B)(6) 2018 details of the event were revealed. It was reported that the resident (female, 100 lbs) was transferred from shower chair to bed, post hygiene care in bathroom. The lift was not elevated high enough to clear the receiving bed surface. One of the sling clips came loose when the caregivers were dragging along the bed surface at the beginning of the patient positioning over the bed. The resident fell from the sling to the ground. As a consequence, she sustained a laceration that required staples. After this time, the resident has fully recovered with no long term issues. The lift involved was indicated to be maxi move floor lift, the device serial number was not provided. Any product deficiency was identified by the customer during the last in house maintenance check. After the event the sling involved was disposed of immediately. As per the facility customer representative, the sling was not that old, no exceptional issues (e.g. Fraying), were found but they replaced the sling as a precaution action. It was not possible to determine the size of the sling. Based on information gathered, the spreader bar was not lifted high enough to place the resident safety over the bed. Following the complaint description, it seems possible that the clip detachment was a result of dragging the resident over the bed surface (which may affect the position of the clip connection). Maxi move instructions for use (IFU, 001.25060 rev.13) indicates: "caution: always check that all the sling attachment clips are fully in position before and during lifting cycle, and in tension as the patient's weight is gradually taken up." What is more, IFU for toilet slings (04.st.00-int1_2) warns: "warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Warning: to avoid injury, always make sure the sling is attached correctly." Sling IFU also shows steps of transfer to bed: "1. Position the resident over the bed 2. Apply bed brakes and adjust the height of the bed 3. Adjust the bed to a seated position 4. If using a clip sling, position the dps (dynamic positioning system) in a seated position. 5. Lower the resident onto the bed. Make sure that the weight of the resident is taken up by the surface before removing the clip/loop [...]." "Warning: to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." The facility representative believed it was a user technique issue (resident had finished toileting, but customer staff did not change the toileting sling to a standard sling to perform the dry transfer from shower chair to bed). The toilet sling IFU clearly indicates that arjo toilet sling should not be used for lifting and transportation purpose. Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system is followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling and lift. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. When reviewing the reportable events for maxi move lift, we have found a number of cases related to this type of event: clip sling detachment during transfer. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no failure reported with the sling, nor the involved floor lift that could have caused or contributed to the resident's fall. We are reporting this event to the competent authority due to serious injury occurred.